Event description:
An engineering investigation was initiated regarding production failures of the product ECG cable. A failure of the cable could result in an inability to monitor a patient through ECG leads.

Event description:
An egngineering investigation was initiated regarding production failures of the product ECG connector. A failure of the connector could result in an inability to monitor a pt through ECG leads.